Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The company representative reported via phone call that the insulin pump alarmed an unexpected restart and a new software release detected. The blood glucose reading was 12.7 mmol/l. The customer was unable to view the history of the insulin pump. It was also stated that the insulin had not been used for an extended period of time. The alarms are occurring during normal use. The customer was able to clear the alarm, but the issue persists. It was also stated that there was an a32 alarm while they were troubleshooting for the new software release detected alarm. The insulin pump will be replaced.